Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: screw failure after the first surgery procedure: sacro iliac fixation levels implanted: s2- iliac it was reported that intra-op, the tip of the screw driver broke during the fixation of the screw and has been left inside the fixed screw. The fragment is remaining in the patient. It is unknown whether patient achieved solid fusion or not.